Event description:
It is reported that a customer was hospitalized 10 years ago on (B)(6) 2004 in the morning for a low blood glucose level of 20 mg/dl. The customer stated she had breakfast that day and went to school to teach. By the third class her blood glucose took a plunge. The paramedics were called who transported her to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.